Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Despite using the same cup size as the trial, the required primary fixation was not achieved when the implant was placed. Surgery was delayed 5 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary despite using the same cup size as the trial, the required primary fixation was not achieved when the implant was placed. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device has what appears to be organic material adhered on the fixation surface, consistent with attempted implant placement. A dimensional inspection was performed and met all specifications. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pinn multihole w/gription 52mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg-121730052 rev. C current and manufactured. Specified dimensions: external diameter of the acetabular cup : 1.988 in +/- 0.005 in. Internal diameter of the acetabular cup : 1.867 in +/- 0.004 in. Central screw hole diameter: .336 in +/- .006 in. Measured dimensions: external diameter of the acetabular cup: 1.985 in (complies). Internal diameter of the acetabular cup : 1.866 in (complies). Central screw hole diameter: .336 in (complies). Device used ¿ digimatic caliper cd78620. Device history lot a manufacturing record evaluation was performed for the finished device product code 121730052 lot number m4034a, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information stated that the surgeon did not achieve the necessary fit of the implant in the patient's cup.